Manufacturer narrative:
Heartsine evaluated the returned device and was unable to confirm the reported fault. The device performed to specification throughout.

Event description:
Device beeps. No patient involvement.

Event description:
Device beeps. No patient involvement.